Event description:
During an academic conference of interventional cardiology, a stent fracture was noted after implantation. Further details are unk. Add'l info will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.